Event description:
It appears that the pump was inadvertently turned off. There was no discernible change in the sound when the pump went off. Incidentally, it was noted that the unit does not require redundant "double punch" switch. The units timer does require a switch so that you cannot inadvertently turn off timer. The pump does not have such a switch.